Event description:
The customer obtained the results of 285mg/dl and 126mg/dl within 10 minutes on the accu-chek compact plus meter. No action was taken based on the results. No adverse event reported. New system sent to customer. Requested return of suspect device for evaluation; however, the strips are no longer available.